Manufacturer narrative:
This case was initially received via regulatory authority (ansm), reference number: (B)(4)) on 04-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced sleep disorder ("disturbed sleep"), migraine ("migraines"), musculoskeletal pain ("muscle, joint pain"), ligament pain ("ligament pain"), musculoskeletal stiffness ("muscle stiffness"), vitamin b12 deficiency ("vitamin b12 deficiency"), iron deficiency ("iron deficiency"), sinusitis noninfective ("inflammation of the sinuses"), dry eye ("dry eyes"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling / bloating"), nausea ("nausea"), abdominal pain upper ("gastric pain") and alopecia ("significant hair loss"). On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), 6 years 9 months after insertion of essure. Essure treatment was not changed. At the time of the report, the allergy to metals had not resolved and the sleep disorder, migraine, musculoskeletal pain, ligament pain, musculoskeletal stiffness, vitamin b12 deficiency, iron deficiency, sinusitis noninfective, dry eye, loss of libido, abdominal distension, nausea, abdominal pain upper and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, allergy to metals, alopecia, dry eye, iron deficiency, ligament pain, loss of libido, migraine, musculoskeletal pain, musculoskeletal stiffness, nausea, sinusitis noninfective, sleep disorder and vitamin b12 deficiency with essure. The reporter commented: the events occurred recurrently since 2014. On (B)(6) 2020 nickel allergy was discovered. Tests were never suggested in 2013 prior to the device being fitted. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc; lab test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced sleep disorder ("disturbed sleep"), migraine ("migraines"), myalgia ("muscle pain"), arthralgia ("joint pain"), ligament pain ("ligament pain"), musculoskeletal stiffness ("muscle stiffness"), vitamin b12 deficiency ("vitamin b12 deficiency"), iron deficiency ("iron deficiency"), sinusitis noninfective ("inflammation of the sinuses"), dry eye ("dry eyes"), loss of libido ("loss of libido"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), nausea ("nausea"), abdominal pain upper ("gastric pain") and alopecia ("significant hair loss"). On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), 6 years 9 months after insertion of essure. At the time of the report, the allergy to metals had not resolved and the sleep disorder, migraine, myalgia, arthralgia, ligament pain, musculoskeletal stiffness, vitamin b12 deficiency, iron deficiency, sinusitis noninfective, dry eye, loss of libido, swelling abdomen, bloating, nausea, abdominal pain upper and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, alopecia, arthralgia, dry eye, iron deficiency, ligament pain, loss of libido, migraine, musculoskeletal stiffness, myalgia, nausea, sinusitis noninfective, sleep disorder, swelling abdomen, vitamin b12 deficiency and bloating with essure. The reporter commented: the events occurred recurrently since 2014. On (B)(6) 2020 nickel allergy was discovered. Tests were never suggested in 2013 prior to the device being fitted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.